Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter; product ID neu_ unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
It was reported that a couple of times the patient had a metallic taste following pump refills. It was discovered that there was a break in the catheter. The medication delivered by the device was no provided.